Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. Further testing could not be performed due to the buttons not responding. The device was received with missing end cap sticker, but no blank display noted. However, no moisture found inside the insulin pump.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 954mg/dl. It was stated that the customer went to diving and the insulin pump was exposed to water. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The caller mentioned that the buttons were unresponsive during a bolus and the display was blank. Advised the caller that the insulin pump would be replaced. No further information was provided.